Event description:
It was reported that the pulse generator was found in backup mode. The device was explanted and replaced due to an elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal battery depletion.